Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the device was explanted (B)(6) 2015 for unknown reasons. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Correction: the initial report was filed in error. The device remains in-situ and was not explanted on (B)(6) 2015 as previously reported. This report is filed january 21, 2016. The implanted device remains.